Event description:
Report received indicated that the patient experienced a red, itchy blotchy rash on the peristomal area that continued to increase in intensity. The patient experienced the condition during a period of five days prior to complaint receipt. Patient advised to use device with the adhesive collar removed. Patient outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA (B)(4) issued (B)(4) 2014. Device listed in this report is used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.